Manufacturer narrative:
Device will not be returned. If the device or additional information becomes available it will be reported on a supplemental report.

Event description:
It was reported that the patient presented with a nonunion. Gamma nail removed and revised.